Manufacturer narrative:
The following information has been corrected: g.4. Reportable awareness date: 07/07/2020.

Event description:
It was reported that the gem v/nv primary 20dp experienced leakage. The following information was provided by the initial reporter: this previously was only pharmacy tubing issue but one of the tubing¿s that my department had ordered was found leaking.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2200-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the gem v/nv primary 20dp experienced leakage. The following information was provided by the initial reporter: this previously was only pharmacy tubing issue but one of the tubing¿s that my department had ordered was found leaking.